Event description:
Patient admitted with diagnosis of hypernatremia. Later it was found that the sodium levels provided by lab is inaccurate. Event disclosed to patient and risk mgmt. Is investigating with lab. Corrected result: previously reported as 156 mmol/l at 2:43 am edt.